Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that six days post-op of a right colectomy procedure, the patient had a leak. The staples from the staple line formed by the stapler had come undone on the colon side of the staple line. The staple line looked fine during the procedure. The surgeon hand sewed to correct the leak. The patient is currently fine. The device was discarded.